Event description:
The customer alleges that after driving his scooter outside, he parked it on his deck. Approximately one half hour later, the scooter was on fire and he put water on it. The customer required an ER visit due to an anxiety attack.

Event description:
The customer alleges that after driving his scooter outside, he parked it on his deck. Approx one half hour later, the scooter was on fire and he put water on it. The customer required an ER visit due to an anxiety attack.

Manufacturer narrative:
Device eval anticipated, but not yet begun. A f/u report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4).